Event description:
Customer called to report a leak at the sample access module of the coulter lh780 hematology analyzer. Customer could not locate the source of the leak. The field service engineer (fse) inspected the instrument and found that the tubing through vl3a was split. The fse replaced the tubing and verified the repairs per the established procedures. The root cause of the leak is that the tubing through vl3a was split. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).